Manufacturer narrative:
(B)(4). (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the offset handle was broken. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned components found that the sizing plate handle exhibits signs of repeated use (nicked and gouged) and piston and lever were fractured all parts returned. DHR was reviewed and no discrepancies were found. The reported issue has been investigated and it was found that the lever was not appropriately designed to withstand the repeated loading stresses. The device was manufactured prior to the implementation of a re-design. Therefore a previously addressed design issue is considered as the root cause of the reported problem. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.